Event description:
It was reported that an ilet user experienced hyperglycemia with a capillary glucose of 436 mg/dl and concurrent high glucose alarms on the pump after a recent infusion set and cartridge change, with no meals, illness, medications, stress, or insulin issues reported; the device problem and component details were not fully characterized due to insufficient information. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.